Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer received a button error alarm on the insulin pump. Customer stated that they replaced the batteries and received the same error again and was unable to resolve the issue. Customer's blood glucose readings at the time of the call were 67 mg/dl. Customer was advised that the device will be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.